Event description:
It was reported that an em2400 valve set had bubbles in the line from port 5. The issue was described as a leaky port #5, which caused air to enter the line and resulted in bubbles. This issue occurred during delivery in the pharmacy, with a vented micro-volume inlet at port #5 used to pump sodium acetate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d4, h4, f10/h6: medical device problem codes (remove a050401), h6 (update codes), h11. D4: the lot was either from lot 60668497 or 60672670. D4 expiration date and UDI #: lot 60668497 had an expiration date 04/30/2028 and UDI # (B)(4); lot 60672670 has an expiration date 04/30/2028 and UDI # (B)(4). B5: upon additional information, there was no fluid leaking from the valve set. The reporter stated they just saw bubbles/air around the port. H4: lot 60668497 was manufactured august 9-10, 2025; lot 60672670 was manufactured august 22-23, 2025. H11: a batch review was conducted for both lots and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. However, reports of bubbles in the line (with no leaks) are not associated with a contamination or accuracy issue and are not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.